Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer's reported problem was confirmed. Pump was found to be giving a "double beeping" alarm message without an administration cassette attached after power up. Found fluid ingression on pump by chassis base of the downstream occlusion sensor. The "double beep no cassette" issue was caused by fluid ingression. A downstream occlusion sensor was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced a double beep alarm indicating that no cassette was attached. The product problem was observed during testing. The event date is unknown.